Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure (batch no. B85137) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("depressed"), arthralgia ("polyarthralgia") and asthenia ("chronic asthenia"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criterion medically significant), 2 years 10 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the medical device removal had resolved. At the time of the report, the depression outcome was unknown and the arthralgia and asthenia had not resolved. The reporter provided no causality assessment for arthralgia, asthenia and depression with essure. The reporter considered medical device removal to be related to essure. The reporter commented: polyarthralgia and asthenia had improvement for 3 years after removal, but the events returned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-apr-2022. The most recent information was received on 26-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 43-year-old female patient who had essure (batch no. B85137) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("depressed"), arthralgia ("polyarthralgia") and asthenia ("chronic asthenia"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criterion intervention required), 2 years 10 months after insertion of essure. The patient was treated with surgery (bilateral saplingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the medical device removal had resolved. At the time of the report, the depression outcome was unknown and the arthralgia and asthenia had not resolved. The reporter provided no causality assessment for arthralgia, asthenia and depression with essure. The reporter considered medical device removal to be related to essure. The reporter commented: polyarthralgia and asthenia had improvement for 3 years after removal, but the events returned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Batch no: b85137, production date: 2013-10-28, and expiration date: 2016-10-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2022: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.